Event description:
During aortic arch/carotid angiogram/embolization of large pseudoaneurysm right profunda femoris artery, a 5mm coil was deployed proximally and snared but could not be drawn back into sheath. Subsequently placed into left superficial femoral artery which had been previously chronically occluded.